Manufacturer narrative:
(B)(6). Oxiris c is similar to oxiris and oxiris s. Oxiris and oxiris s have been temporarily approved for use in the us under emergency use authorization (B)(4) with a specific indication to treat patients with covid-19 infection. The actual device was not available; however, a photograph and a video of the sample was provided for evaluation. The visual inspection showed that the return screwed connector was broken. The reported condition was verified. The cause was related to a shock that occurred during transport or storage. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed on an oxiris set during priming. There was no patient involvement. No additional information is available.